Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 17.5mmol/l. Customer has been having issue with his blood glucose being high and his meter blood glucose not always get recorded by the pump. The customer reported that when checked the alarm history, all the alarms were for low reservoir. The customer reported the drive support cap is loose. The customer reported that there dried residue in that area and it is learking insulin. The customer stated the pump deliver insulin and there was no delivery alarm. The customer was advised that the pump will be replaced due to loose drive support cap. The customer was advised to discontinue use of the device and revert to a backup plan.